Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. During the investigation mmdg found that the pump pcb had been damaged while bt2 was being replaced, which caused the alarm failure. The pump was repaired and returned to the customer.

Event description:
The initial reporter states that the pump auxiliary alarm is not working after they replaced the bt2 battery. The initial reporter also stated that this occurred during testing and that no patient was affected. (B)(4).